Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened and there was intermittent power. It was also alleged that the battery compartment was cracked and the yellow o-ring in the battery cap was visible. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: a review of the black box showed multiple recurring unexplained power on reset events. The battery compartment was stuck to the pump and had to be forcibly removed. A test cap attached to the pump but continued to spin. The battery compartment was cracked at the threads to the left of the bumper with a piece of the case missing, and at the case seal below the bumper. The returned battery cap threads were damaged. The battery cap contact heights were out of specification, and the battery cap contact widths were within specifications. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots occurred. The intermittent power complaint was duplicated. The pump was opened to find no damage to the power circuit. No moisture was found internally. (B)(4).